Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump power was completely down. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that the insulin pump had crack on battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to failed battery test alarm. Device had cracked battery tube threads.